Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and another unknown medication via an implantable pump for chronic low back pain and spinal pain. The drug concentrations and dose rates of both pump medications wereunknown. It was reported that the patient no longer had the pain pump because it was removed due to sepsis. The event was described as having occurred 4 to 5 years ago. The date of the event was unknown (specific day, month, and year unknown).  Troubleshooting was not required. Patient states they had morphine and some other medication but does not remember the name.